Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head exhibited b30 scope communication error, during preparation for use. During trouble shooting, the user was asked if the gold contacts can be cleaned off the camera to see if there was debris or residuals on the contact. Subsequently, the issue was resolved. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that b30 error occurred because communication failure occurred due to dust, water scale, or dirt adhered to the contacts of the camera head. A definitive cause could not be identified. Olympus will continue to monitor field performance for this device.